Event description:
The customer reported approximately 5cc of cleaner leaked inside their unicel dxh 800 coulter cellular analysis system and onto the floor while performing a shutdown cycle. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The field service engineer (fse) found tubing at fitting 2 on the distribution valve (dv) was disconnected and he replaced the tubing to resolve this issue. (B)(4).